Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0213585128 implanted: (B)(6)2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 06-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
\Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient experienced recurrent spastic tremors in the legs, increased sweating, uncertainty about postoperative improvement. Sideport aspiration was difficult but successful, which pointed a possible mechanical issue with the catheter such as obstruction or kinking of the catheter. There were no error messages or problems logged in the pump. The pump had rotated multiple times within the subcutaneous pocket between the last replacement and (B)(6)2024. It was upside down and the catheter was completely coiled and noted as occluded. The neurosurgeon thought it was caused by a sling that the school used where patients have to sit with knees almost against their chest, because this causes too much flexion for the catheter/pump. The patient was hospitalized. A CT scan without contrast and an examination revealed that the pump was indeed inverted. A revision was performed of the catheter and pump. The pump was fixed in four places. During the surgery we saw that the catheter was still in good condition, so no revision was planned of the catheter, it was only reconnected to the pump. The issue was reported resolved.